Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok button was under responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the pump keypad rubber was found to be peeling off at the bottom of the keypad. The keypad buttons were tested and all of the keypad buttons were responding properly. The keypad was removed and no contamination was found under key¿s contacts. Unrelated to the complaint, the display screen was observed to be dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.